Event description:
The service report shows that the high pressure alarm failed to activate within spec. The co service tech inspected the device and adjusted the high pressure alarm. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.